Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the distal tip was cracked/split. The exposed cut wire was found to be intact. A functional evaluation found that the device was able to bow within specification. The condition of the returned incident device was not consistent with the complaint that the device's tip was kinked and bent, however, the tip was damaged (cracked/split). During manufacturing, tome devices are 100% inspected so the cracked/split distal tip is likely due to interaction with the scope. Therefore, the most probable root cause is device interaction with another device. The investigation results confirmed the tip was not kinked and bent, therefore, this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was advanced down the endoscope, upon exiting it was noted that the tip was kinked and bent. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was advanced down the endoscope, upon exiting it was noted that the tip was kinked and bent. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.